Event description:
It was reported that guidewire entrapment occurred. A 2.1mm jetstream xc catheter was selected for a left leg angiogram procedure to treat claudication. While in rex mode, however, the catheter would not move along the guidewire. It was attempted to try to move the wire through the device to clear the clog, which did not work, so the entire system including the guidewire had to be removed through the access point. The device was removed intact, and the procedure was completed using a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination and microscopic examination revealed no damages. Device to device interaction test was performed and a test guidewire was able to pass through without any issues. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis could not confirm the reported stuck on guidewire.